Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that tip separation occurred. A 300cm straight tip v-14 control wire was advanced to cross the lesion. However, after the wire was withdrawn from the patient's body, the tip of the device was found separated and was visually describe to be branch like. Separation was observed but the tip was not fully detached. The procedure was completed. The physician put the patient under observation; however, no patient complications were reported.

Manufacturer narrative:
A2: age at time of event: 18 years or older. Device was evaluated by MFR.: the device was returned for analysis. Unit returned with its original box. The unit returned has the wire tip damaged, as part of overall visual revision. The distal tip of the guidewire had the polymer detached; the damaged section was located approximately at 299 cm from the proximal end. The detached section was not returned. The distal tip was kinked approximately at 298 cm from the proximal end. No more damages were found in the device. Some pictures with more details were captured to the damaged area found in the distal section of the guidewire. The outer diameter of the middle of the device and proximal section were within specifications. However, the overall length and outer diameter of the distal tip could not be performed due to device condition (polymer tip detached).

Event description:
It was reported that tip separation occurred. A 300cm straight tip v-14 control wire was advanced to cross the lesion. However, after the wire was withdrawn from the patient's body, the tip of the device was found separated and was visually describe to be branch like. Separation was observed but the tip was not fully detached. The procedure was completed. The physician put the patient under observation; however, no patient complications were reported.